Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered pain, voiding impairment and vaginal bleeding. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.